Event description:
The following report was received from the affiliate: during an emergent coronary intervention to a calcified, tortuous and 90% stenosed lesion at the right coronary, a 3.5x33mm cypher sirolimus-eluting coronary stent was delivered to the target lesion and pressure was applied to inflate the balloon, but the balloon would not inflate at all. When the physician retrieved the device from the patient, the physician confirmed the cypher to be kinked on the shaft at 30cm distal from the proximal end. The procedure was finished with the implant of two bare metal stents (s-stent). There was no patient injury reported. The product was clinically used, but the product will not be returned for analysis due to the patient's infectious disease.

Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.